Event description:
Patient was revised to address acetabular cup loosening and metallosis.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reported infections against the provided product/lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. The patient was reportedly implanted in november 2009 and revised in august 2012. It is not likely the depuy devices contributed to the patients reported infection more than two years post primary surgery. It is known the asr devices have been voluntarily recalled from the market. Based on the inability to determine root cause the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address acetabular cup loosening and metallosis. Update litigation alleged the asr hip was explanted due to nerve damage, infection, fever, leg length discrepancy, limping, synovitis, mechanical complications of the hip replacement, hyperactive synovium, bursal and joint scarring, chromium and cobalt toxicity as well as complications therefrom.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.